Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was implanted on (B)(6) 2012 and has remained in ICU with some remote issues with right heart failure and is being weaned off milrinone with cessation of drip on (B)(6) 2012. On (B)(6) 2012, it was reported that the pt was experiencing power fluctuations of 11-12 watts. The power had been elevating 4 days prior but was unclear if it was associated with pl events and speed increases from ramping up from lsl. The MFR's clinical rep discussed possible causes of speed change with the vad coordinator. A follow up call was placed to the vad coordinator the next day by the clinical rep. They were advised that the primary system controller that was on the pt at the time of the event was replaced. Since the system controller was exchanged, the pt has not experienced any elevations or fluctuations in power. It was also noted that the pt had one isolated incident of ventricular tachycardia (vt); however, it was not believed to be associated or attributed to the lvad.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.